Event description:
It was initially reported that the physician successfully reached the lesion in the posterior communicating artery (pcoma), but was unable to deploy the stent. The anatomy was highly tortuous. Some resistance was felt starting from the first carotid artery curve. The physician's three attempts to deploy the stent failed. The pt's condition is stable. Upon receipt of the device for analysis, it was found that the microdelivery catheter proximal outer shaft was stretched and separated, making this a reportable event.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the system was visually inspected for damage before use and no anomalies were noted. The system was flushed with saline solution prior to use and continuous flushing was maintained during the procedure. The rotating hemostasis valve (rhv) was adjusted during the procedure per the directions for use. The peelable sheath was removed from the guidewire before the stent deployment as per dfu. The pt's anatomy was reported to be highly tortuous. The device history record review confirmed that the unit met all material, assembly and performance specifications. The returned microdelivery catheter proximal outer shaft was observed to be stretched and separated distal to the hub under the strain relief, which changed the original complaint to a reportable event. The microdelivery catheter proximal shaft was kinked and distal section was severely compressed on several places. The inner braided tubing was also separated. The stabilizer was jammed in the microdelivery catheter and was observed to be kinked on its proximal, middle and distal shaft. The stabilizer was kinked and separated at 2.0 cm from its proximal end. The guidewire was found to be kinked. The stent was in the microdelivery catheter in its intended location. The microdelivery catheter was cut and the stent was pushed out of the microdelivery catheter. No anomalies were observed with the stent. The dimensions which could be measured met to their specifications. The damages found on the device are indicative of stent deployment friction due to unusually high friction between the stabilizer, microcatheter, and/or stent in the system. It should be noted that the stent system was used in regions of excessive tortuosity, which could be the possible cause of unusually high friction. The high friction may have led the physician to apply excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression to the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The highly tortuous anatomy reported, probably resulted in a higher deployment force, so a root cause of operational context was assigned to this event.